Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device could not fire completely. No crunch was heard and the tissue was not cut completely. The surgeon removed the device and they used high force to compress the firing trigger, then the washer was cut. Other product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m52g97. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: batch # m52g97. Additional information received: what type of procedure was the device used in? Radical gastrectomy for gastric cancer did the device staple? Yes. Were there any staples missing from the staple line? Unk. What was the shape of the staples (b-formation, irregular, legs straight)? Unk. Did the surgeon have any difficulty removing the device? Not reported. If yes, please describe. Na. For clarification, was the firing trigger compressed the second time after the device was removed from the patient? Yes.